Manufacturer narrative:
Medtronic representative went to the site to test the equipment. Testing revealed that a cable for the navigation system was broken. To restore functionality, the cable was replaced. The system then passed the system checkout and was found to be fully functional. A cable was returned to the manufacturer for evaluation. The cable was received with both ends cut off of the cable and the unit did not match records for the component that was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while troubleshooting the navigation system, the monitors lost display functionality and displayed "no signal". Troubleshooting found that the video splitter had no power leds illuminated and that reseating cables did not restore functionality. The fan cable was then disconnected and the monitors regained functionality. There was no patient present when this issue was identified. No additional information was provided.